Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis were performed which identified: a curved sharp opening on the anterior side in the same location of crease assessed as fold flaw opening, stress marks assessed as non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Patient reported right-side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right-side deflation. Device was explanted.